Event description:
A medial compartment iduo was ordered and supplied. The intended surgery was for a lateral compartment iduo. The pt was under general anesthesia at the time the discrepancy was realized.

Manufacturer narrative:
A medial compartment iduo was ordered and supplied. The intended surgery was for a lateral compartment iduo. The pt was under general anesthesia at the time the discrepancy was realized. No surgery was performed. DHR review confirms that order was for a medial compartment iduo. Conformis manufactured the implant per the surgeon's request.